Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A review of the manufacturing documentation associated with this lot revealed that one unit was rejected and could be related to the reported complaint. However, the device history record review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Additional information received indicated that the microcoil prematurely detached from the detachment zone during withdrawal. It is not known when the resistance was first noted by the user. The coil delivery system was prepped without any difficulty. The user continuously verified that the introducer tip and microcatheter hub remained aligned as the microcoil passed through the introducer tip into the microcatheter hub. The surgery was not delayed due to the event. (B)(6). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). As reported by a healthcare professional, during a stent-assisted coil embolization of an anterior communicating artery aneurysm, the 3.5 x 9cm orbit galaxy complex fill (640cf3509/17622797) hydraulic coil was unsheathed and advanced through the sl-10 (stryker) microcatheter, but strong resistance was encountered. It is not known when the resistance was first noted by the user. While the coil was being withdrawn with strong resistance, the embolic coil prematurely detached from the detachment zone in the microcatheter. Therefore, the coil was removed with the microcatheter as a unit. The microcatheter was flushed thoroughly to remove residue and was advanced to the lesion utilizing the trans-cell technique. The coil was replaced with a same-sized coil from a different lot. The procedure was completed successfully without further incident. The surgery was not delayed not the event. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. The coil delivery system was prepped without any difficulty. The user continuously verified that the introducer tip and microcatheter hub remained aligned as the microcoil passed through the introducer tip into the microcatheter hub. After an lvis jr (terumo) stent was placed, an axium prime frame (medtronic) coil was used with the jailed microcatheter, but the coil did not fit for the lesion. No further information could be obtained. A non-sterile og cmplx fill coil 3.5x9 and the concomitant sl-10 (stryker) microcatheter were received inside of a pouch. The hypotube was inspected and was found kinked at 40cm and 149 cm from the proximal end. The introducer was found kinked and unzipped. No additional damage was observed. The support coil was seen kinked. The gripper was inspected, and no damage was noted. The embolic coil was not returned for evaluation. No further device damage was visualized. The outer diameter (od) of the delivery tube was measured and found within specification. Functional testing could not be performed since the hypotube, introducer, and gripper were kinked, and the embolic coil was not returned for analysis. A review of the manufacturing documentation associated with this lot revealed that one unit was rejected due to kinked/bent distal tip defect. However, the device history record review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The customer report of resistance/friction during advancement through the microcatheter could not be evaluated due to the condition of the returned device. The kinked condition of the device may have contributed to the resistance/friction reported by the customer. There is not enough information to identify the cause of the observed failure. However, it is likely that excessive force was applied to the device. The customer report of coil premature detachment was confirmed since the coil was not returned, and it appears the coil had been mechanically detached at the detachment zone of the support coil. The exact circumstances surrounding the premature detachment of the coil cannot be determined based on the condition of the returned device. Functional testing could not be performed to determine potential causes of the coil detachment due to the condition of the returned device. Resistance/friction and premature detachment of the embolic coil are known potential product issues associated with the use of the device. The IFU contains several cautions relating to these situations, including instructions for troubleshooting should they be encountered during use. The IFU cautions: ¿never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system.¿ the event narrative indicates that the coil prematurely detached during withdrawal. The premature detachment of the embolic coil was likely the result of undue force while attempting to retract the device in the presence of resistance. Neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that procedural and handling factors, including device manipulation and interaction with the concomitant microcatheter, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Concomitant med products due to character limitation: sl-10 (stryker) microcatheter, lvis jr (terumo) stent, axium prime frame (medtronic) coil. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an anterior communicating artery aneurysm, the 3.5 x 9cm orbit galaxy complex fill (640cf3509/17622797) hydraulic coil was unsheathed and advanced through the sl-10 (stryker) microcatheter, but strong resistance was encountered. While the coil was being withdrawn with strong resistance, the embolic coil deployed in the microcatheter. Therefore, the coil was removed with the microcatheter as a unit. The microcatheter was flushed thoroughly to remove residue and was advanced to the lesion utilizing the trans-cell technique. The coil was replaced with a same-sized coil from a different lot. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. After an lvis jr (terumo) stent was placed, an axium prime frame (medtronic) coil was used with the jailed microcatheter, but the coil did not fit for the lesion. The complaint product will be returned for evaluation. No further information was provided.